Event description:
Adult female with history of cervical and vulvar dysplasia. Procedure: exam under anesthesia, total laparoscopic hysterectomy, bilateral salpectomy, right oophorectomy and cystoscopy. Laparoscopic clip applier stopped working and broke while used on a patient- another device used. No known harm to patient and was discharged the same day. Manufacturer response for clip, implantable, ligamax (per site reporter). Will review.